Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6) 2017. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2018 and the device passed an auto self-test and was power cycled on three occasions passing a self-test. The pad-pak was removed.a pad-pak was reinstalled on the (B)(6) 2018 and the device passed an auto self-test and was power cycled on two occasions passing a self-test. During the investigation transistor q44 was measured and found to have failed. This had resulted in the red status led illuminating incorrectly as per the reported fault. The fault was witnessed during the investigation. After replacing transistor q44, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Sam350p unit has red light and chirping.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
Sam350p unit has red light and chirping.